Event description:
It was reported that during an unknown procedure the ¿relax pressure on blade¿ alert screen was displayed by the generator. Changed to another device to complete surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2025. D4 batch #: a9ek6x. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The handpiece was disassembled to verify the condition of the internal components, and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that led to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality.